Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the implant procedure the device showed no battery as the battery gauge was gray and did not show a battery voltage. The physician was concerned about this and was alerted that this had occurred. The physician and company representative were not comfortable implanting this device, especially with this patient going back to their homeland in south america. Therefore, the physician asked for another device to be used for this patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.